Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while lying on their right side. This occurred back in (B)(6) 2015 and now. Appears to be a change in morphology. The patient is a dialysis patient and their electrolytes may have impacted the morphology. It was also noted that the patient had a previous CABG, therefore the electrode was placed to the right to avoid sternal wires. The patient was reprogrammed to secondary sensing vector. X-rays were taken and confirm no system movement from implant. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.